Manufacturer narrative:
This is 1 of 2 reports reference to the first flow diverter h3 other text : the device remains implanted in the patient.

Event description:
It was reported that on (B)(6) 2022, the patient underwent subject flow diverter implantation procedure for a fusiform aneurysm in the petrous portion of the left internal carotid artery. On (B)(6) 2022, during follow-up, dsa showed intra-flow diverter stenosis (rate) 51-75% and parent artery stenosis (rate) 51-75% at the site of target cerebral aneurysm. Antiplatelet therapy/anticoagulation medication was given according to schedule. Aspirin 100 mg/day: ongoing since (B)(6) 2022 and clopidogrel 75 mg/day: ongoing since (B)(6) 2022. Preoperative mrs - 3 and at follow-up mrs - 2. No additional treatment was given for the reported issue. Patient condition is unknown. No other information is available.

Event description:
It was reported that on (B)(6)2022, the patient underwent subject flow diverter implantation procedure for a fusiform aneurysm in the petrous portion of the left internal carotid artery. On (B)(6)2022, during follow-up, dsa showed intra-flow diverter stenosis (rate) 51-75% and parent artery stenosis (rate) 51-75% at the site of target cerebral aneurysm. Antiplatelet therapy/anticoagulation medication was given according to schedule. Aspirin 100 mg/day: ongoing since (B)(6)2022 and clopidogrel 75 mg/day: ongoing since (B)(6)2022. Preoperative mrs - 3 and at follow-up mrs - 2. No additional treatment was given for the reported issue. Patient condition is unknown. No other information is available.

Manufacturer narrative:
This is 1 of 2 reports although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As per the event description the patient underwent flow diverter stenting for a fusiform aneurysm in the left internal carotid artery petrous portion. Follow-up with dsa showed intra-flow diverter stenosis (rate) 51-75% and parent artery stenosis (rate) 51-75% at the site of target cerebral aneurysm. No additional treatment was given for these. The patient was on antiplatelet therapy/anticoagulation prior to and after the procedure. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. The reported ' patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. The good faith effort attempts have been completed in our effort to obtain answers to follow up questions. However, no response has been received; therefore, the investigation will proceed with the information currently available. Should the device became available in the future, the parent record and investigation will be reopened and addressed accordingly.